Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 1/21/99. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 5/21/99.